Manufacturer narrative:
Evaluation summary: the returned device exhibited wear on both side of the articular surface. Sem analysis of the articular surface showed third body particles present indicating the presence of bone cement. This can result in pitting and wear on the articular surface. Based on the available info, a definitive root cause cannot be ascertained at this time. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable for the articular surface. Device history records indicate all components were manufactured and inspected to specification for the tibial component. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.

Event description:
It is reported that the pt was revised, and there was wear on both sides of the poly.